Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: after having been hospitalized in ICU for an elevated blood glucose (bg) and diabetic ketoacidosis related to a bent cannula, the patient, the patient was moved to general floor and went back on the pump and given a lot of insulin via pump after with a new ifs. Bg stayed around 378-400 mg/dl. Patient feels that in addition to the bent cannula, the pump is not delivering insulin as it should. Patient was unable to troubleshoot the pump. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.

Manufacturer narrative:
Follow-up #1: date of submission 12/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/02/2016 with the following findings: the black box showed the pump was manually suspended on (B)(6) 2016 at 13:53 and manually resumed on (B)(6) 2016 at 09:38. The pump was manually suspended on (B)(6) 2016 at 19:26; deliveries never resumed. The total daily doses (tdd) added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).